Manufacturer narrative:
Replace generator soon was reported to abbott. The issue was resolved through phone. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017.

Event description:
It was reported that the patient had received a replace generator soon message. The patient was able to update their app and the message was cleared.